Event description:
Clinic reports that 90 minutes into treatment the 4th use arterial line was found kinked. The roller camps were found to not be fully tightened and the line rolled-up into the housing. The clamps were tight at the initiation of the treatment. Hemolysis was confirmed but pt remained asymptomatic. User facility report to be filed on machine and line. Pt was discharged from the unit without intervention. Sample was saved for examination. Medwatch filed on potential kink.